Event description:
The customer reported that the therapy knob failed and that the device powered off by itself during op check.

Manufacturer narrative:
The customer reported that the therapy knob failed and that the device powered off by itself during op check. The device was evaluated at philips, and the reported symptom was duplicated. The power pca was found to be defective and the optical switch was loose. Both parts were replaced, and the failure was resolved.